Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. Additional information has been requested.